Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: investigation process of the complaint was carried out in accordance with work instruction guideline for test of reference samples buid-umd version 11 for the code "leakage from infusion site (specific cause not identified)" complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with version 30 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with version 7 test reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6006188 was manufactured according to the work instruction version 44 packaged in the multivac 07, on 05/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 18/sep/2024 against malfunction code "leakage from infusion site (specific cause not identified)" and lot 6006188 and no other complaint has been registered in database for the same lot 6006188 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm reported, no defect on reference samples, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that, the patient experienced issue of infusion set leakage issue on (B)(6) 2024. The issue of leakage had led to an increase in blood glucose level of 300 mg/dl. No further information available.